Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had a keypad anomaly. The customer's blood glucose was unknown. The customer states was wearing insulin pump at the time of CT scan. Customer states that numbers are ramping on their own and the scroll bar is not moving with no input. The customer states the issue appears every time she receives an alarm or takes a bolus. The customer had already replaced battery. Advise customer the pump will need to be replaced, however the customer declined. Advise customer to discontinue use of the pump and revert to backup plan. The device will not be returned for analysis.